Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged; (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol ventrio mesh. On (B)(6) 2010 -the patient sustained unspecified injury in relation to the mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: h11: this supplemental emdr is submitted to document additional information and to correct the date of event. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 8 months post implant of ventrio mesh, patient was diagnosed with hernia recurrence, obstruction and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesion as possible complications. Updated fields: a2, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: b3 (date of event). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: not returned.

Event description:
The patient's attorney has alleged. (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol ventrio mesh. (B)(6) 2010 -the patient sustained unspecified injury in relation to the mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventrio mesh. Per operative notes, ¿the hernia sac was identified and dissected. Another defect was encountered. Adhesion on small bowel were taken down and a ventrio mesh was placed and secured in four corners using suture.¿ (B)(6) 2009 - patient was diagnosed with small bowel obstruction thereby underwent open repair with lysis of adhesion. Per operative notes, ¿the mesh was encountered and created the plain in the pocket above mesh. The bowel was dissected from the edges of mesh, appeared to be dilated proximal. Adhesions were taken down and placed some film over the bowel and closed the fascia and mesh back together and sutured.¿ (B)(6) 2010 - patient was diagnosed with recurrent ventral hernia, small bowel obstruction and adhesion thereby underwent open repair with removal of mesh. Per operative notes, ¿hernia sac was encountered and opened. There were multiple adhesions between the small bowel and hernia sac were dissected. A small piece of ventrio mesh was encountered, and loops of small bowel were densely adherent to mesh was dissected out. The mesh was explanted, and the borders of the hernia were identified. A large piece of synthetic (proceed) mesh was placed and secured with stiches.¿ attorney alleged that the patient had abscess, adhesions, bowel/intestinal obstruction, fistulae, infection, mesh migration, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum #1: h11: this supplemental emdr is submitted to document additional information and to correct the date of event. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 8 months post implant of ventrio mesh, patient was diagnosed with hernia recurrence, obstruction and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesion as possible complications. Addendum #2: h11: this supplemental emdr is submitted to correct the date of event. Updated fields: b4, g3, g6, h2, h10, h11 corrected field: b3 (date of event). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The patient's attorney has alleged on (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol ventrio mesh. On (B)(6) 2010 -the patient sustained unspecified injury in relation to the mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2009 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventrio mesh. Per operative notes, ¿the hernia sac was identified and dissected. Another defect was encountered. Adhesion on small bowel were taken down and a ventrio mesh was placed and secured in four corners using suture.¿ on (B)(6) 2009 - patient was diagnosed with small bowel obstruction thereby underwent open repair with lysis of adhesion. Per operative notes, ¿the mesh was encountered and created the plain in the pocket above mesh. The bowel was dissected from the edges of mesh, appeared to be dilated proximal. Adhesions were taken down and placed some film over the bowel and closed the fascia and mesh back together and sutured.¿ on (B)(6) 2010 - patient was diagnosed with recurrent ventral hernia, small bowel obstruction and adhesion thereby underwent open repair with removal of mesh. Per operative notes, ¿hernia sac was encountered and opened. There were multiple adhesions between the small bowel and hernia sac were dissected. A small piece of ventrio mesh was encountered, and loops of small bowel were densely adherent to mesh was dissected out. The mesh was explanted, and the borders of the hernia were identified. A large piece of synthetic (proceed) mesh was placed and secured with stitches.¿ attorney alleged that the patient had abscess, adhesions, bowel obstruction, fistulae, infection, mesh migration, pain, hernia recurrence and emotional injuries.